Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain. An interrogation report indicated that the right atrial (ra) lead position check failed and the ra lead exhibited undersensing resulting in false termination of atrial tachycardia/atrial fibrillation (at/af) detection, inappropriate pacing and misclassification of ventricular tachycardia non-sustained and supra ventricular tachycardia (svt) episodes. In addition, the inappropriate ra pacing lead to a blanked ventricular event that caused a functional loss of right ventricular (rv) lead capture of ventricular paced event. The ra and the rv lead remain in use. No further patient complications have been reported as a result of this event.